Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t wave oversensing. Additionally, it was noted that automatic setup was unsuccessful in all vectors due to low amplitudes. Also, it was consulted whether it was necessary to turn smart pass on. Technical services (ts) noted that smart pass cannot be activated due to the low amplitudes and recommended an x-ray to determine system location. Furthermore, it was noted that the patient has torsades and that the device was switched to secondary. An additional shock was reported; however, upon reviewing the information it was noted that it was appropriate. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t wave oversensing. Additionally, it was noted that automatic setup was unsuccessful in all vectors due to low amplitudes. Also, it was consulted whether it was necessary to turn smart pass on. Technical services (ts) noted that smart pass cannot be activated due to the low amplitudes and recommended an x-ray to determine system location. Furthermore, it was noted that the patient has torsades and that the device was switched to secondary. An additional shock was reported; however, upon reviewing the information it was noted that it was appropriate. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information received detailed this device was scheduled to be replaced. Information was received that detailed this s-ICD system was explanted and this patient received an insertable cardiac monitor (icm) in place. This s-ICD is expected to be returned.